Event description:
In 2008, the pt's wife reported that the pt's infusion sites are not sticking to his skin. She stated that for the past 2 months, the infusion sites have been "leaking". He has experienced this issue with 2 boxes of infusion sets. The first box of infusion sets were discarded and the lot and expiration date are unk. She reported that the pt experiences elevated blood glucose of 300-400 mg/dl. The pt's wife was unable to provide exact blood glucose values or dates of elevated blood glucose. She reported that he changes the infusion site and boluses to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.